Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - incorrect anatomy. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with a stroke alert and a dissection in the left carotid artery. A total of 9 xience skypoint stents were attempted to be used in the procedure. 5 xience skypoint stents were implanted without issue; however, 4 xience skypoint stents were introduced in to the patient, but the stents became crushed and frayed (broken). Therefore, the 4 xience skypoint stents were removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the 4 xience stents became damage during an advancement attempt and the stents did not reach the target lesion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported failure to advance based on what was reported; however, factors that may contribute to failure to advance the stent delivery system (sds) include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, outer diameter of the sds, dimensions of the vessel, device support, or user technique. The reported stent deformation and stent break appears to be related to operational context as it is likely the reported issues during advancement resulted in the reported stent deformation and ultimately a stent break. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to advance. It was reported that the patient presented with a stroke alert and a dissection in the left carotid artery. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: the xience skypoint stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length equal or less than 32 mm) with reference vessel diameters of greater than or equal to 2.25 mm and equal or less than 4.25 mm. In addition, the xience skypoint stent system is indicated for treating de novo chronic total coronary occlusions. It is unknown if the instructions for use (IFU) deviation contributed to the reported event; thus, no in-service letter will be requested. Based on the information provided, a definitive cause for the reported failure to advance could not be determined. The reported stent deformation and stent break appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.